Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. No other similar or related complaints for the reported lot were found. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated a tampon unraveled during removal and pieces remained inside. She is confident that she removed all of the pieces. This event occurred with one tampon. She did not seek medical assistance. No further information is available at this time.